Event description:
Information received by medtronic indicated that the customer reported damage to the insulin pump battery cap. Troubleshooting was performed and found that the customer used a belt clip or coin to open the battery cap. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations.